Event description:
Pt had a continuous epidural catheter inserted during surgery. Post operatively the catheter tore apart and severed. The physician had to remove the remaining part of the catheter. No adverse pt outcome.